Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the medication list was greyed out and unable to be pulled up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been a software issue when accessing orders, causing the medications to appear greyed out and shown as not loaded, even though they were physically inside the station. A field service engineer had worked with a technical support specialist to troubleshoot the issue because rss was no longer available and supported on the console and station. The tss and fse had attempted to unload and reload the medications at the station, but the same issue had persisted. There had been no current resolution at that time. The technical support specialist had planned to escalate the software issue with the product support engineer. The system functioned as intended after the field service engineer troubleshot the device.